Event description:
The customer called to report that he was hospitalized due to low blood glucose levels. The blood glucose reading was not reported. Prior to the event, the customer had not counted his carbohydrates correctly, leading him to experience low blood glucose levels. The customer declined troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.